Event description:
Female pt implanted with a 4.5mm proximal femur plate on a unknown date. Post-op, pt heard plate break and felt pain and returned to surgeon. X-rays showed that the plate was broken. On (B)(6) 2012, pt returned to operating room and was revised, all hardware was removed with another of the same plate implanted in its place. Account discarded all hardware.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.